Event description:
A discordant cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl instrument. The initial discordant ctni result was not reported to the physician(s). The laboratory questioned the initial discordant result and repeated the sample two times on the same system. The customer reported the second repeat result to the physician(s). A new sample was drawn from the same patient. The new sample was repeated on the same system. The customer did not report a corrected ctni result to the physician(s). There are no reports of patient adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that there was no indication of an instrument malfunction during the time of the event. The cause of the discordant ctni result is unknown. The customer successfully tested the original and redrawn patient sample. The instrument is performing within specifications. Further evaluation of the device is not required.